Event description:
Inform system user facility reported patient blood glucose results: 15:50 meter reading of 470 mg/dl 16:00 meter reading of hi, which on the system indicates a result in excess of 600 mg/dl 16:06 laboratory draw 26 mg/dl. Caller stated the patient was given glucose gel prior to the meter readings and stated the patient could have had the gel on her fingers prior to being tested. Caller stated the patient was given 9 units of insulin, but did not know time or when in the sequence of events the insulin was given. She only stated the nurse stated the patient was given insulin, and would not give her additional information. Nurse taking care of the patient stated the patient was agitated and not eating, though the nurse gave the patient peanut butter and orange juice. Patient was able to eat and drink on her own. Patient had no adverse reactions due to treatment. Controls are run every 12 hours with qc lockout, controls passed. Strips not available for return, replacement sent.

Manufacturer narrative:
Strips not available for return.